Event description:
This is a report being submitted, in addition to MDR 1721279-2018-00106 (involving the tightrail device which was in use when the injury occurred in the below description). This report, however, references a bridge device that was deployed during the rescue post-injury. An extraction procedure commenced to extract two leads: right ventricular (rv) and right atrial (ra) due to non functional leads and complete right subclavian/innominate vein occlusion (this was reported to be the patient's third lead extraction procedure, and the patient had scar tissue as a result). With use of a tightrail device and while extracting the rv lead through the device pocket, it was noted that the patient's blood pressure dropped. A right hemothorax was noted under fluoroscopy. Rescue efforts commenced immediately, including use of a spectranetics bridge balloon, which was deployed (inflated) within the vasculature in an attempt to occlude the injury. Attempt was then made, using the tightrail device to remove ra emergently, to gain further access and more specifically locate the injury, which was noted to be in the superior vena cava (svc) and right innominate region. However, it was reported that the bridge balloon was punctured by the tightrail device during this time; the bridge deflated and was no longer able to occlude the injury site. Rescue interventions were extensive and prolonged; ultimately the cardiothoracic surgeon ruled against open surgical repair. The patient did not survive. This report is being submitted because the deflated bridge balloon could have contributed to the patient's death, since its deflation could no longer occlude the injury site.